Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that support or opposes the fact that the aligners caused, contributed or would likely to contribute to the reported event. The event is being filed as an MDR since the patient reported symptoms or physiological conditions related to a fractured/chipped tooth.

Event description:
The provider/patient reported the following: provider reporting possible chipping on the incisal edge of the anteriors that was not there from the beginning of treatment.